Manufacturer narrative:
Based on the claim against the product by the customer noting that the vse instrument was not sealing properly and would not unclamp, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to replicate the reported issue. The fse confirmed that the left master tool manipulator (mtm) passed tests but the right mtm calibration was off. The fse recalibrated the right mtm grip and confirmed calibration with a mtm grip test. The system was tested with a vse instrument and functionality was verified. The customer confirmed that there have been no further issues. The system was tested and verified as ready for use. Isi requested the customer return the vse instrument for failure analysis evaluation; however, at this time the product has not been received. Section d10 concomitant product: master tool manipulator (surgeon side console, part number: 380677).

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the vessel sealer extend (vse) instrument was not working properly and would not unclamp. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no associated faults. The tse advised the customer to replace the vse instrument. The customer stated that they would replace the instrument but did not stay on the line to confirm issue. The procedure was completed with no reported injury. Isi made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.